Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing, the battery door was cracked and fluid ingression was observed on the housings. Functional testing included accuracy testing and the reported issue was duplicated, the device was found to be over delivering to manufacturing specifications. The investigation determined that fluid ingression was the cause of the reported issue. The expulsor and valves were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Oracle ro (B)(4): over 6% accuracy.

Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the device was over accurate by 6 percent. This was discovered during maintenance testing. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Customer provided additional information that the reported event occurred during preventative maintenance testing. The event details was also corrected and written properly as it wasn't including all pertinent details, such as type of device, in the initial report.